Event description:
It was reported that patient came for a follow up visit for axsos proximal humerus. Rep states primary occurred in january and patient was treated with hardware. X-ray showed the screws pulling away from the bone. The revision surgery was canceled due to poor health of patient.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.